Event description:
The customer reported that the system displayed a low ma error message and the images cannot be rotated. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found a problem in the high voltage cable assembly. He also found a broken cooling cover, backdoor label cover, and left (live) monitor with image burn in. He replaced the high voltage cable assembly, problem went from intermittent low ma to constant low ma and low kv. He found the snubber assembly was not functioning. He ordered and replaced the snubber board assembly then calibrated the generator as per MFR instructions. He verified max radiation output and replaced the cooling cover and backdoor label cover. He also replaced and calibrated the left monitor as per MFR instructions. The system now operates as intended.